Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total right knee revision surgery was done on 2017. After the surgery the surgeon advised the patient that the tibia unit of the attune knee system had completely de-bonded from the tibia bone and was removed clean with no evidence of bone cement bonded to it, unlike the femur part of the unit which had bone cement attached to it as it should have. Doi: (B)(6) 2015. Dor: (B)(6) 2017. Right knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.